Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. On the previous initial submission. Section h10 - additional mfg narrative was incorrectly documented.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached so the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced disorientation, dizziness, and was unable to self-treat, requiring third-party treatment of "water with sugar" and coca-cola provided orally by a non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.